Event description:
The lay user/patient contacted lifescan alleging the meter is reverting to set up mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A customer contacted baxter?s technical service center to report a patient death. Per the initial report, the caregiver (cg) stated she was calling baxter back because the homechoice (hc) had not been picked up yet and the home patient (hp) had passed away. The cg stated the hp passed away on (B)(6) 2010. The technical service representative (tsr) asked the cg what was the cause of death and the cg stated it was due to a massive heart attack. The cg indicated the patient was not connected to the hc device at the time of death but was about to connect. No further information is available.

Manufacturer narrative:
(B)(4). The homechoice device was received for evaluation. The product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device was determined to meet performance specification requirements per returned instrument test evaluation (rite) testing. The device passed the homechoice rite functional test and the homechoice rite electrical test. It is unknown if the additional instances of increased intraperitoneal volume (iipv) revealed in the patient's therapy log review would have caused or contributed to the home patient passing away. The root cause of the iipv instances found in the patient's therapy log was undetermined. The device will be routed to the service area. Review of the service dates and activities revealed the device has not been previously returned for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)). (B)(4).

Manufacturer narrative:
(B)(4). Please see report number 1423500-2010-02722 for the increased intraperitoneal volume (iipv) event that was identified in the log of a homechoice (hc) device which occurred at 01:02:55 on 04jul2010 during drain cycle 1. The programmed fill volume was 2500ml and the total drain volume was 4872ml. This drain volume meets iipv criteria. The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.